Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No alarms were noted. The insulin pump had a missing end cap sticker.

Event description:
The customer reported an alarm during the manual prime. The customer also reported a blood glucose reading of 200 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.